Manufacturer narrative:
Per tandem¿s t:slim user guide: "tap close. Check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition. To resume insulin, from the options menu, tap resume insulin and tap resume to confirm." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the alarms were cleared and insulin delivery was resumed. No additional information was provided.